Manufacturer narrative:
Revision to the initial MDR in block h6 impact codes. This supplemental report was created to capture correction.

Event description:
It was reported that this right atrial (ra) lead was fractured and was confirmed through xray. Also, it was noted that this lead pacing impedance was high. Since the shock lead was a gore lead, preventive replacement was considered. Hence, this lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Revision to the initial MDR in block h6 impact codes. This supplemental report was created to capture correction. The device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device; however the device was discarded. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.

Event description:
It was reported that this right atrial (ra) lead was fractured and was confirmed through xray. Also, it was noted that this lead pacing impedance was high. Since the shock lead was a gore lead, preventive replacement was considered. Hence, this lead was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was fractured and was confirmed through xray. Also, it was noted that this lead pacing impedance was high. Since the shock lead was a gore lead, preventive replacement was also considered. Hence, this lead was explanted. No additional adverse patient effects were reported.